Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient was revised due to loosening.

Manufacturer narrative:
This report will be amended when our investigation is complete. Received but not yet evaluated.

Manufacturer narrative:
Visual inspection of the returned tibial tray revealed that one of the posts was cut off. This post was not returned. It was also noted that there is foreign material in the tm pad. The measured dimension was conforming to print specifications. Review of the device history records identified no deviations or anomalies. The devices involved were verified for compatibility and identified no issues. This device is used for treatment. A product history search conducted for the tibial tray identified no other complaints for this part and lot combination. It was reported that the tm tibial plate was revised due to loosening. It is unknown whether the components were implanted with the correct fit and orientation as per surgical technique. There is no information regarding the patient¿s adherence to rehabilitation protocol or any other patient factors that may influence the performance of the device. Risk of implant loosening is addressed in the nexgen tibial components/modular tibial plates and keels/trabecular metal tibial trays package insert. The package insert lists ¿loosening or fracture/damage of the prosthetic knee components or surrounding tissues¿ as an adverse effect of this procedure. This is therefore a known inherent risk of the procedure. A definitive root cause cannot be determined with the information provided.